Event description:
The caller stated that they were in the process of stabilizing a patient's airway and had trouble getting endotracheal tubes in the patient. They utilized 3 regular endotracheal tubes from the crash cart, and then they used the taperguard and got it in the pattern. The caller stated the cuff was checked prior to intubation and that it was a tough intubation for anesthesia. Soon after ventilation, they noticed a leak. The cuff was ruptured. The caller stated they put full strings of air in and backed it off, and the cuff may have been overinflated. The patient was reintubated with another type of tube. The additional therapy was utilizing a tube exchanger to replace the tube. The tube was thrown away during the clean up of the room. The lot number of the used tube is unknown.

Manufacturer narrative:
The 7.0 tube was discarded and therefore unavailable for failure investigation. The lot number of the reported tube is unknown and therefore the date of manufacture cannot be determined. The customer provided lot number 0904000581 from a box with unused tubes. A review of the device history record for this lot number found the tube is a 7.5 part ID (B)(4). (B)(4).